Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: examination of the returned device revealed that struts in the middle of the stent were slightly kinked. A visual and microscopic examination identified kinks along the entire length of the hypotube. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
This complaint is now reportable based upon analysis completed on (B)(6) 2012. It was reported that during a percutaneous coronary intervention procedure, the stent was unable to cross the lesion. Access was obtained via a radial artery. The 78 x 2.25-2.5 mm lesion was located in the non-tortuous, yet severely calcified right coronary artery. A maverick 2.5x15 mm balloon and a maverick 1.5x15 mm balloon were used to predilate the lesion. A promus element 2.5x38 drug eluting stent was implanted followed by a promus element 2.25x28 mm drug eluting stent. At some point during the procedure a promus element 2.25x12 mm drug eluting stent encountered resistance while advancing and couldn't cross the calcified lesion. The procedure was completed with a different device. There were no patient complications reported and the patient is listed as stable. The product analysis revealed stent damage.